Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of the ventilator's display was observed. There was no harm or injury reported. The device's display and display interface board needs to be replaced to address the issue. The display and display interface board were evaluated by the manufacturer's product investigation laboratory (pil) and found the display and display interface board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a failure of the ventilator's display was observed.. There was no harm or injury reported. The device's display and display interface board needs to be replaced to address the issue.